Manufacturer narrative:
Philips service checked the footswitch and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an intermittent footswitch failure during use on an azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.